Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pericardial effusion post implant procedure. The effusion was resolved with a pericardial window procedure the same day. The patient was stable post operatively and the device interrogation the following day was normal as well.

Event description:
New information states that the lead was capped and replaced on (B)(6) 2020 due to rising threshold, and history of pericardial effusion. The patient was stable before and after the procedure.